Manufacturer narrative:
The device was not returned to the factory for evaluation as the field service engineer (fse) was already onsite and tested the device and established that the device was operating as intended and expected. No device malfunction was found to have occurred. The alarm logs provided from the customer site by the fse show the device did alarm as expected and was silenced within seconds at the central station. The alarms were silenced by the customer; there is no device malfunction. Philips will consider this as a user misunderstanding. The device remains at the customer site. No subsequent calls were logged for this device/issue. No further investigation or action is warranted.

Event description:
The customer reported that "the sat alarms didn't work during patient desating". The device was in clinical use at the time of the incident. A serious injury (patient code) was reported.